Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) reset and displayed service code 205 - av messaging data corrupt. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn 07001780 is currently underway. Upon initial eval, the monitor reset and displayed service code 205. The cause of the reset and service code 205 is a flash memory failure. Upon further eval, there was a segmentation fault while performing the flash memory test. The cause of the flash failure has been isolated to flash components (u102 and u105) on the computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.